Event description:
Report received from (B)(6) stating that they could not insert the cutter into the device. It was reported that the device was not used in surgery. It is unk if pt/user injuries and/or medical intervention occurred. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).